Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for mild escape of greater trochanter periprosthetic fracture - femoral. Event is not serious and is considered mild. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2020; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A review of a provided x-ray image confirms the reported observation. Product error was not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient received a right depuy tha to treat pain and mobility issues secondary to rapidly progressive, end-stage osteoarthritis. The surgeon notes there was severe erosion and some fragmentation of the natural acetabular buttresses as well as severe erosion of the femoral head. The sup was placed in 20-25 degrees of anteversion to match the patient¿s anatomical position. The patient sustained a crack to the trochanter during press-fit stem implantation, which was treated with cerclage to prevent propagation. The surgeon secured the cup with three screws and felt there was enough bone stock to utilize a press-fit stem. The procedure was completed with no further complications. Clinic note dated (B)(6) 2020: patient presented status post right tha. Surgeon notes patient is progressing nicely. Surgeon suspects there may be a few millimeter discrepancy in leg length, but notes there were no patient consequences or need for intervention. Radiographs identify a well-placed and stable tha with a slight trochanteric fracture sustained during stem insertion. Patient is instructed to maintain postoperative precautions. Doi: (B)(6) 2020 (right trochanteric fracture). Right hip.